Event description:
It was reported that during vertical mattress repair, the trigger seem to be broken and would not go back to its initial position. The trigger didn't work properly. There was no click. The implant t1 became stuck in the meniscus without piercing the capsule. The second implant t2, trigger was not getting back up so the surgeon lost the implant by moving the device. This was a contralateral approach in the red-white zone of the meniscus with a bucket handle tear in the posterior aspect of the knee. The surgeon completed the procedure with a back up fastfix360. The patient was reported to be great post operation. There was a 5 min delay in the case. The surgeon was able to remove the implants out of the patient. T1 meniscal punch and bitter, and t2 by pulling the suture out.

Manufacturer narrative:
The evaluation results revealed that one fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned. The actuator is in its post t2 pre-deployment position indicating a complete deployment. The insertion needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and did not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no further investigation is warranted at this time. (B)(4).